Event description:
It was reported that this right atrial (ra) lead recorded an automatic safety switch from bipolar to unipolar due to a pacing impedance measurement greater than 3000 ohms, which is high out of range. The alert was observed on the day the pacemaker was replaced. The ra lead shows a longstanding out of range pacing impedance. It was also noted that there is occasional atrial undersensing on the presenting electrogram (egm) and low amplitude r-waves. The lead remains in service. No adverse patient effects were reported.